Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) sent them a new needle and called back on 31-may-2017 when he found that the new needle resolved the problem. The most probable cause of the reported event was due to a faulty needle.

Event description:
On (B)(6) 2017 the customer reported 710 z axis error with their hlc-723g8 analyzer. Customer reported tubes are hanging up and needle may be hitting side of the cap. They will try a new needle. Customer called back they don't have any new needle. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.